Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a crack on their lcd screen. The customer's blood glucose was 90 mg/dl. Customer also stated they were still able to read the screen and the insulin pump was not malfunctioning. The customer also stated there was no moisture inside their insulin pump. The customer's insulin pump will not be replaced at the moment. No additional information provided.